Event description:
During a prostate cryotherapy procedure, the iceball apparently formed too close to the rectum. In the follow-up appointment, the pt presented with a rectal fistula. The pt is seeing a general surgeon for further follow-up. The physician refused to provided add¿l info on this case.

Manufacturer narrative:
The product was not returned, therefore, an investigation could not be conducted. The physician stated that the procedure was completed without any problems. It was at the follow-up appointment that the pt presented with the rectal fistula. The pt is seeing a general surgeon for further follow-up. The physician has refused to provide add¿l info regarding this case.